Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: ng; inratio: 0.8, 1.6; date: (B)(6) 2011; inratio: 1.1 (x2). Pt's therapeutic range: 2.0-3.0 inr. Pt's coumadin dose was increased to 20 mg based on inratio readings of 0.8 and 1.6 inr.